Event description:
An elevated troponin (accu tni) result from a single pt that was generated by the unicel dxi 800 access instrument. The customer indicated that the pt sample was tested for accu tni and the result was 3.31ng/ml. The result was reported out of the lab and questioned by the physician. The original pt sample was repeated in duplicate and the results did not replicate (2.13/0. 12ng/ml). The customer then tested the pt original sample for accu tni on another instrument in their lab. The accu tni results were in the range of 0.04-0.08ng/ml. No information was provided which accu tni result was sent as the corrected report. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
The customer indicated that qc was within specifications prior to the event. The sample was collected in bd lithium heparin tubes. A field service engineer (fse) was dispatched to the customer lab. The fse performed field diagnostic test and verified that the instrment was performing within specifications. The fse discussed with the customer pre-analytical sample handling. A clear root cause of this event has not been determined. A malfunction will be assumed for the purpose of this report.